Event description:
The customer reported that while the unit was in use on a pt, the unit would switch to battery operation while connected to an ac power source. The pt was switched to another unit and therapy was continued. No pt injury reported.